Manufacturer narrative:
Through investigation, it was determined the valve in valve procedure was performed on (B)(6) 2016, approximately 8 months post implant of a 29mm sapien 3 valve. Investigation revealed that two mdrs were submitted for this complaint. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted. Reference mfg. Report # 2015691-2016-02078.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and central regurgitation are a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the regurgitation was not classified as central or paravalvular. The cause for the worsening regurgitation could not be determined, however, may be related to cardiac remodeling or progression of disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Source 3 study, patient (B)(6), ae006 as reported by our affiliates in (B)(4), approximately one year after the implant of a 29 mm sapien 3 valve in the mitral position, the patient was hospitalized for heart failure. Echo showed moderate mitral regurgitation. A second 29 mm sapien 3 valve was implanted within the first valve. The patient was discharged 7 days post procedure.